Event description:
According to the physician, post procedure, the patient has had follow-up visits but no complaints/complication were reported. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.